Manufacturer narrative:
This report is being submitted to update a1 (patient identifier), b5 (describe event or problem), d8 (device avail for evaluation), d9 (returned to manufacturer date), h1 (type of reportable event), h2 ( follow-up, what type) h6 (impact codes), h7 (remedial act, type), and additional MFR narrative). The returned ICD was analyzed and review of device data noted the rate of battery depletion was normal while the device was implanted. Given the programmed parameters and other data stored within the memory of the device, the actual rate of battery depletion appears to have fallen within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device was surgically explanted due to exhibited a premature battery depletion (pbd). The patient reported hearing tones from the device. In january 2025, the estimated remaining battery longevity was 3 years. During a follow up appointment, the device had reached, elective replacement indicator (eri), resulting in the device replacement. Besides surgical intervention, no adverse patient effects were reported. The device has been returned and product analysis complete.

Manufacturer narrative:
This report is being submitted to update a1 (patient identifier), b5 (describe event or problem), d8 (device avail for evaluation), d9 (returned to manufacturer date), h1 (type of reportable event), h2 ( follow-up, what type) h6 (impact codes), h7 (remedial act, type), and additional MFR narrative). Upon receipt at our post market quality assurance laboratory, this pacemaker device was thoroughly inspected and analyzed. Visual inspection noted no anomalies. Review of device memory noted no suspicious faults or codes. There was no safety mode signal observed on the oscilloscope, and that critical therapy remained available. Device diagnostics were performed and confirmed power levels were stable, and performance of pacing, sensing, and recording functions of the device where as expected. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device was surgically explanted due to exhibited a premature battery depletion (pbd). The patient reported hearing tones from the device. In (B)(6) 2025, the estimated remaining battery longevity was 3 years. During a follow up appointment, the device had reached, elective replacement indicator (eri), resulting in the device replacement. Besides surgical intervention, no adverse patient effects were reported. The device has been returned and product analysis complete.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device was surgically explanted due to exhibited a premature battery depletion (pbd). The patient reported hearing tones from the device. In (B)(6) 2025, the estimated remaining battery longevity was 3 years. During a follow up appointment, the device had reached, elective replacement indicator (eri), resulting in the device replacement. Besides surgical intervention, no adverse patient effects were reported. The explanted device is located at the healthcare facility and is expected to be returned.